Manufacturer narrative:
The pod was received fully deployed. The download data from the pod shows that the pod was deactivated by the user at the end of first prime. Inspection of the ratchet gear found the firing flat of the ratchet gear to be lined up with the release bar. Inspection of the drive mechanism and needle mechanism components found no damages that would result in a misalignment of the ratchet gear, indicating that the ratchet gear was incorrectly installed during manufacturing. The incorrect installation resulted in the firing flat being lined up with the release bar earlier than expected, resulting in the needle mechanism deploying early. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula deployed prematurely before the pod was applied. The cannula was bent.